Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No further information is available. What was the size of the needle used? 40mm. What tissue structure is it located? No further information is available. Are any plans in place to remove the needle piece in future? No further information is available. If retained, what is the surgeon's opinion of consequences to the patient? It is unknown whether the needle tip is inside or outside the body. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. Lot number? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm surgery on (B)(6) 2021 and suture was used. When closing the surgical wound on the fascia by continuous suturing, because the needle tip was grasped, the needle tip of 1 to 2 mm had been missing when the surgeon noticed. It was searched, but it could not be found. It is unknown whether the needle tip is inside or outside the body. The operation was completed. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.